Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo_12.6, -11.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a longer length lens due to a low vault and the problem was resolved. The cause of the event is reported as unknown.